Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, the fiber broke outside of the patient, causing a blister to the surgeon. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, the fiber broke outside of the patient, causing a burn to the surgeon which turned into a blister. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
G1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip/post code: correction. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, the fiber broke outside of the patient, causing a burn to the surgeon which turned into a blister. The procedure was completed using another fiber without patient complications.